Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-hd-19-c of lot number c1906354 involved in this complaint was returned opened, with its original packaging. With the information provided, a document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 11 october 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the following was observed: stylet returned separately to device, distal end of needle examined and observed to be broken approx. 6.8cm from tip of sheath (ipe0402 of ruler used), kink below sheath extender on sheath observed, stylet examined and no issue observed, sheath extender able to advance and retract without issue, needle able to advance and retract with difficulty, stylet inserted into device but unable to pass kink below sheath extender, needle removed from device and break observed below the sheath extender (this break is likely to have occurred during the removal of the needle from the device). Customer attached images and the distal end of needle is observed attached on the endoscope, the stylet is observed removed from the device. The proximal needle break occurred during lab evaluation as the needle was beiing removed from the device. Clarification was received from the customer as below: was the device used in a tortuous position? Yes. Could you confirm that the distal end of the needle was stuck in the endoscopy channel. Yes. Was the needle cut already in the below picture or was it the intact needle before cutting? The needle cut already. If what is shown in the picture is the exposed needle part that had been cut off already, what was the exposed needle length in cm? Unknown. User indicated they cut off the stuck part with forceps, but it was a pair of pliers in the following picture (attached in the file)? The forceps is updated to pliers in tw. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. An nc code ech-001 (tip damaged) was noted on the work order, however this was subsequently scrapped and would not have attributed to this complaint issue. A review of the manufacturing records for echo-hd-19-c of lot number c1906354 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1906354. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a tortuous position resulting in the needle possibly getting stuck in the scope which would have placed pressure on the needle potentially leading to the needle kinking distally, causing the retraction difficulties experienced resulting in the user being unable to retract needle into the sheath. The retraction difficulties could have subsequently led to the proximal kink observed. Another possible root cause could also be attributed to the positioning of the device during the procedure or at insertion down the scope which potentially could have caused the needle to kink distally resulting in user being unable to retract the needle into the sheath. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, needle stuck during retraction from endoscopy. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device being used in a tortuous position resulting in the needle possibly getting stuck in the scope which would have placed pressure on the needle potentially leading to the needle kinking distally, causing the retraction difficulties experienced resulting in the user being unable to retract needle into the sheath. The retraction difficulties could have subsequently led to the proximal kink observed. Another possible root cause could also be attributed to the positioning of the device during the procedure or at insertion down the scope which potentially could have caused the needle to kink distally resulting in user being unable to retract the needle into the sheath. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-may-2024.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle through endoscopy working channel to desired position and successfully completed the first biopsy, but found out the needle cannot be pulled out of endoscopy working channel and a small part of distal end of needle stuck. User cut off the stuck part with forceps and pulled out the device from endoscopy. User then changed to another same rpn of needle to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."